Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the caller does not think the stimulator is working. If she has to go to the bathroom she does not make it in time. The patient said she has the device for the bladder. Yesterday, the patient was doing laundry and she bent down and leaked everywhere. The patient had no urge and did not know she had to go. The patient does not make it to the bathroom at night and sometimes during the day. The patient said this has been going on for a week if not more. When asked if the patient had any medical procedures or falls recently, the patient said no. The patient said she did go to the court house and told them she should not go through the scanner and they made her go through it. The patient said shortly after going through the scanner, she had the return of symptoms. Checked the patient's settings, the patient was on program 2 at 4.4 volts and stim is on. The patient said she did put it up to 5.0 volts a couple days ago but as she moved around and laid down, she felt a jolt on the left side and she had to turn it back down to 4.4 volts. The patient said this happened before when her physician had to replace the ins due to normal battery depletion. The patient said even at 4.4 volts on program 2, she feels poking on her left side the patient on the call changed to program 3 at 2.1 volts and could feel stim in the bicycle seat region. No further patient complications are anticipated or expected as a result of this event.